Event description:
The customer reported that her olympus evis exera iii video system center was producing an e315 error code with multiple 190 series scopes. According to the initial reporter, this event took place during a diagnostic procedure and the staff simply swapped out to another device to complete the procedure successfully. However, the reporter did note that this increased the amount of time that the patient was under anesthesia. No patient harm was report as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her issue and resolution. As noted in describe event or problem, the unit was producing an e315 error message. The customer stated that after switching out scopes, the error message was no longer present. Customer was unable to confirm what specifically caused the failure or remedied it. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the e315 error could not be identified. However, it is likely the cause is related to objects on the electrical contacts. The phenomenon could have been prevented by following the instructions for use below: [4.4 connection of an endoscope] before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction. Olympus will continue to monitor field performance for this device.